Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl. Cause of bg level was not known. Reportedly, customer was dehydrated and "very emotional recently due to their [spouse] passing". Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with no permanent damage. Customer declined further troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.